Event description:
It was reported by the patient's family member that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. The power light is on, but nothing happens when the start button is pushed. Troubleshooting steps were taken. The monitor has transmitted in the past. The monitor will be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.